Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung cancer surgery, on detaching the lung tissue, the stapler was unable to fire. The surgeon was able to press the green button but the handle did not squeeze. The physician replaced the handle and reload to complete the case. There was no patient injury.